Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on july 23, 2024.

Manufacturer narrative:
This report is submitted on 11 nov 2020.

Event description:
Per the clinic, the patient experienced poor hearing, resulting in the decision to explant the device. The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.